Manufacturer narrative:
Concomitant medical products: product ID: bi31000171, serial/lot #: (B)(4), product ID: bi31000120, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported there were too many patients on system, and the system does not have enough memory to properly boot-up. Patient informations were delete to free up space. The standalone and interface pcba were replaced. The imaging system then passed the system checkout, and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that when the system is turned on, a x-ray scroll screen is received. There was no patient present at the time of the event. On (B)(6) 2020, it was confirmed that the x-ray scroll screen prevent the system from functioning/being used.